Event description:
It was reported when using the pyxis medstation es system was not communicating. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a server issue. A technical support specialist confirmed that the problem was rectified by the hospital information technology department, which rebooted the server to resolve the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be pyxis es it infrastructure. The device functioned as intended after the technical support specialist troubleshooted the device.